Event description:
It was reported that this right ventricular (rv) lead exhibited low intrinsic amplitude. This lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).